Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) , had a fiber optic cable failure during patient use. There was no harm or injury to the patient and no adverse event was reported .

Manufacturer narrative:
The initial reporter name is shortened due to field character limit. The full name is (B)(6).device not accessible for testing (4117/3233): at this time the customer has not requested for getinge to evaluate the iabp unit involved in this event. The customer contacted getinge's field service engineer to cancel the repair and the customer stated biomed will fix the issue. Attempts are being made to obtain unit status and repair information if any. A supplemental report will be submitted when additional information is provided. Not returned to manufacturer.

Manufacturer narrative:
Event site postal code:(B)(6)), e2 and e3 (initially it was reported as 'yes' and 'other healthcare professional' respectively which is actually unknown because it is not provided). A getinge field service engineer (fse) customer cancelled service. Will repair unit themselves. Customer replaced cable, fiber optic jumped and cable assy, fiber optic sensor extension. The unit returned for clinical use.

Manufacturer narrative:
Updated sections: b4, g3, g6, h2, h10, h11. Corrected fields: b5.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) , had a fiber optic cable failure prior to patient use. There was no harm or injury.